Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No unexpected pump error alarms noted during testing. Pump error 3 was found in the formatted history file due to a software error. Pump error 54 alarm (line number 1421 file number 32122) was found in the formatted history file due to a hardware error. No pump error 43 alarm found in the formatted history file. Pump error 43 not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The blood glucose level was 8.1 mmol/l. Insulin pump error alarm was occur while blousing. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The fill cannula was recorded in daily history. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.